Manufacturer narrative:
Follow-up #1 06/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) the patient's mother contacted animas reporting that the pump buttons have been sticking and it takes multiple button presses to activate desired pump functions. The patient does not clean the pump. This complaint is being reported because the alleged button issue was not resolved. There was no reported patient impact associated with this complaint.